Event description:
The customer reported that the image quality was poor and the video control pcb was faulty. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the video control board. The system operates as intended.